Event description:
A new hot water bottle failed 10 minutes into use and severely burned our (B)(6) y/o daughter on her thigh and ankle. Bottle was filed 3/4 of way up with hot kettle water. Failure appears to not be along a seam but at the bottom edge 1 inch rupture and apparent weakening of the rubber in many places. (B)(6). Purchase date: (B)(6) 2015, this date is estimate. The product was not modified before the incident.